Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 578 mg/dl. The patient felt thirsty as a result of her hyperglycemia. Troubleshooting was initiated and the customer discovered a couple of air bubbles in the tubing. The patient was able to prime successfully; however, when she removed the reservoir, she found more air bubbles inside of the product. Troubleshooting continued and no apparent anomalies were found with the insulin pump. A high pressure test was performed and the insulin pump passed. The customer was advised to change her entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.